Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), spark was seen coming from pad-side on to the patient causing skin burn. No additional information was provided. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of device logs showed intermittent "check pads" and "poor pad contact" messages, indicating poor coupling during use. Poor coupling may result from patient preparation or electrode application, placement, or air trapped beneath the electrodes. Zoll IFU's warn that these conditions may increase the risk of arcing and skin burn. No device malfunction was identified. The customer confirmed that non-zoll meditrace cadence electrodes were used during the event. The device was recertified and returned to the customer. No trend is associated with reports of this type.